Event description:
Customer reported that the barcodes on the abs2000 are being read incorrectly by the instrument. A sample read correctly by another hand held scanner on another instrument, but when placed on the abs2000 the 8 was read as a 3. Customer stated that this had occurred 3 or 4 times. .

Manufacturer narrative:
Review of the sample from the instrument image shows 43849; this sample should have been 48849. A service visit was made. Cleaned and verified the alignment of barcode scanner, and the customer ran sample tests to verify operation but could duplicate the error. The instrument was operating as expected.